Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. The threads of the adjustment screw were stripped. It was not possible to adjust the screw. The reported event was confirmed. The device was replaced to resolve the issue.

Event description:
A medtronic representative reported that the spine clamp instrument had a stripped screw. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement device shipped to site on (B)(4) 2014 for issue resolution. No parts have been received by the manufacturer for analysis.